Event description:
It was reported that during priming with one (1) unit of prismaflex m150, an external fluid leakage was observed from the effluent line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. An air leak test was performed on the set and a leak was observed at the level of the dialysate port. The reported condition was verified. The cause is shipping and transportation related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.